Event description:
A pt received his first treatment on 9/12/96 into acne scars at the cheeks. On 9/16/96, the pt noted and presented with erythema, swelling, and "crusting" at a left cheek treatment site. The physician diagnosed a necrosis; oral dicloxacillin and topical bactroban were prescribed. On 9/20/96 and 9/26/96, the pt presented with persistent erythema at the left cheek treatment site; no add'l medical treatment was prescribed.